Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Event description:
It was reported that on (B)(6) 2013, that the threaded tip of the driver broke off in the washer. It was reported that this event did not contribute to a death or serious injury. It was also reported that the device did not malfunction during a procedure. There was no patient involvement. This is report 1 of 1 for complaint (B)(4).